Event description:
Information received from the field does not address the patient's clinical status but notes that interrogation revealed a message that the device was in back-up operation. A download attempt was unsuccessful. Therefore, the device was replaced.